Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant, the valve was believed to be operated overdrainage and the this has an adjustment problem the patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Implantation: (B)(6) 2018. Explantation: (B)(6) 2021. Age: (B)(6) years,(B)(6) months. Weight:(B)(6) kilograms (kg) . Height: (B)(6) centimeters (cm). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection, but protein deposits were visible on the outside of the product. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. The shuntassistant operating not within the specified tolerances in the vertical position, an accelerated flow was detected. Adjustment test: the progav 2.0 was tested and it could no longer be adjusted. Since the shuntassistant is a fixed pressure valve, the adjustment test was not applicable. Braking force and brake function test: the brake functionality test has shown that the brake function of the progav 2.0 is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The progav 2.0 could no longer be adjusted and so the braking force cannot be measured due to the non-adjustability, but all other specifications were met. The shuntassistant operated as expected, however the opening pressure of the valve was out of tolerance, an accelerated flow was detected. All other specifications were met. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that the progav 2.0 was non-adjustable at the time of our investigation and an accelerated flow in the shuntassistant was identified. We suspect that the deposits found inside the valves have led to the functional impairment. As described in scientific literature, deposits caused by natural substances present in the liquor, such as protein, blood or tissue particles, are among the known and inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.